Event description:
Customer reported at 11 am, device = 225 mg/dl. 20 minutes later, customer took 10 units of insulin. 20 minutes later, customer began walking as if not having equilibrium, sweating, thirsty, and not making sense. Customer was taken to the hospital. Hospital device = 30 mg/dl. Customer family member stated they were given a treatment of "sugar water" and a hamburger. Customer was also given oxygen and observed for 3-4 hours before being released. No controls were used. Device was not coded correctly. A request was made for return product and replacement product was sent.